Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient's right ventricular (rv) lead was unable to be implanted on (B)(6) 2025 due to a failure to capture and high pacing impedance. The rv lead was replaced and successfully implanted during the same procedure. The patient remained stable.